Event description:
On "6/26" patient with low flow alarms with exertion and position changes. Pt with dyspnea during alarms. Pt's lower extremities with increased edema. Ldh, ast, alt, and t-bili wnl. Pt taking aspirin and coumadin as ordered. Pt inr range 2-3 and within indicated range for past 6 months. Heparin started. Pt taken to operating room on "7/2" with bend relief removed and immediate extruded gelatinous material with return of normal vad function.